Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 9 unopened and 4 open racepacks. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. OEM received 9 closed samples and 4 opened. Three of these open samples with the needle detached from the thread and thread is still wound on the pack. OEM tested the needle attachment of the closed samples received and the results do not fulfill the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: there is a corrective action in order to avoid this kind of incident in the future: (B)(4).

Event description:
Country of complaint: russian federation. Complaint states: needle-thread detachment.